Event description:
It was reported that far p wave oversensing was observed on the right ventricular lead and undersensing was observed on the right atrial lead. The pacer dependent patient was asymptomatic. Programming modifications were performed; respective sensing issues were successfully resolved. The patient would continue to be monitored.